Event description:
Allergan rep reported on behalf of the physician that a pt had experienced vomiting and fluid was removed from the band as a precaution after it was determined the pt was pregnant, but the vomiting continued. The physician removed the lap-band device when it was determined that the band had slipped. The pt was pregnant (B)(6) at the time of the surgery and the baby died at a later unspecified date during delivery (it is not known at this time if the fetal death occurred prior, during, or post delivery). Further follow up indicates from the operative report read to product support specialist by the nurse and bariatric coordinator that the pt "went home after surgery alive and well, and there was no problem noted with the fetus." The explanting physician has stated that the fetal death was not caused by the lap-band system or the surgical procedure to remove the lap-band device. There is no additional information about this event at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not been returned to allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis if so available. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Band slippage and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."